Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2013. Subsequently, the patient's caregiver pulled the patient up by the arms when the patient was in a sitting position and the patient's shoulder dislocated. A revision procedure was performed on (B)(6) 2013 and the humeral tray and bearing were removed and replaced with larger sized components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions."